Event description:
Treatment on a prismaflex machine was terminated, the touch screen was not responsive and the rinse back was terminated without returning the blood to the pt. Treatment was restarted with a new filter when the nurse realized she set up the wrong filter. Rinse back was attempted but once again the touch screen was not responsive and the blood was not returned to the pt resulting in a blood loss of approximately 258 ml. The pt's overall medical status did not change as a result of the blood loss but the hemoglobin dropped and the physician ordered a transfusion of packed red blood cells.

Manufacturer narrative:
A gambro technical service rep inspected the prismaflex machine. He could not reproduce the problems reported and found the prismaflex to be operating according to the MFR's specification. The prismaflex was returned to service. The frozen screen issue is addressed in the next software release in 510 (k) k083775, (B) (6).